Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
Device 1 of 2. Reference MFR report number 3008829311-2017-00024. It was reported that the patient experienced a csf (cerebrospinal fluid) leak during the implant procedure of the trial drg and scs leads (reference MFR report number 3006705815-2017-00039 for scs lead). It was noted during the follow-up visit that the patient express having a headache for most of the trial and a lightly blood-colored drainage was observed by the physician, on incision dressing denoting an active csf leak. Trial was concluded with drg lead removal where the physician also performed a blood patch. It was further noted that both the headache and csf leak had resolved.